Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The DHR was reviewed for lot#9000933 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. To date, items of the same lot have been sold without any similar reported event during the period of review. The investigation for this event has not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Our manufacturing system assures, that production and process controls are in place to ensure that batches conform to the applicable specifications before they are distributed. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The clinician reports the implant was inserted on (B)(6) 2024. On (B)(6) 2024, loosening of implant not related to bone ingrowth was verified. According to the information, the patient is healthy. Observed during the event:mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.